Event description:
Device 2 of 2. Reference MFR report # 1627487-2012-00713. It was reported the patient (B)(6) lost stimulation. A diagnostic test revealed impedance issues. In addition, the patient alleges the recharge burden for the ipg has increased and warmth is felt at the ipg site during recharging. Surgical intervention will be undertaken at a later date to address these issues.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/ approved device. Corrective and preventive action (CAPA) investigations was performed. Results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.